Event description:
My pharmacy technician was drawing up a dose of injectafer into a 20cc bd syringe and fluid started leaking out the side of the syringe. Upon close inspection, it was discovered that there was a small crack in the barrel of the syringe. The preparation was discarded and new supplies and drug were obtained. There was no harm to the patient, only wasted drug for the pharmacy.